Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad/adjust belt messages/damaged te) was confirmed. As received, the belt failed the te recognition test. Upon investigation the trunk cable was pulled from the strain relief, breaking the solder joint at the rear pulse wires in the distribution node. The cause of the failure was a broken solder joint. The cause of the broken solder joint was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that a patient was receiving "adjust belt" messages and did not feel the tactile alarm when restarting the device.